Event description:
A pt was found in cardiac arrest and transported to an ambulance. When operators attempted to use the mechanical CPR device (thumper), it would not work. This necessitated the use of manual CPR on the pt.